Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the case was a proactive monitoring, and the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. A philips field service engineer (fse) went onsite and found the error message about the bad disc. Upon troubleshooting indicated that an issue with the image processing pc (ip-pc) and host pc. The part analysis of the allura nehalem ip pc revised_ii no hdd confirmed a malfunction with failed component is pci card, image processing pc (ip-pc) confirmed a malfunction with failed component is hdd bay but whereas the no failure found from the host pc biplane revised_ii no hdd coa. Following the replacement of lateral image processing pc (ip-pc), host pc along with the hard drive the issue has been resolved. Also, the software has been updated from sw 8.1.17 to 8.1.30.10 and performed ghost back up. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. There was no harm reported. A philips field service engineer arrived onsite and replaced the image processing computer and hard disk drive which returned the device to use in a good working condition.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.